Event description:
Article entitled "long-term follow-up of all-polyethylene tibial components when used for oncological endoprosthetic reconstruction¿ written by n. M. Bernthal, z. D. C. Burke, v. Hegde, a. Upfill-brown, c. J. Chen, r. Hwang, and j. J. Eckardt published in the bone and joint journal in 2021 was reviewed. The purpose of the study was to answer the following questions: what is the long-term mechanical survivorship of all-polyethylene tibial components? What are the modes of failure modes of these components? How do they compare with the modes of failure of tumor endoprostheses? And, are there specific factors that contribute to the risk of mechanical failure of all-polyethylene tibial components? There were 289 knees involved in the study with 39 knees being implanted with noiles rotating-hinge apt. All patients had competitor cement. Adverse events involving depuy synthes implants: 27-year-old male revised for progressive pain and radiographic loosening of the apt. 17-year-old male revised for progressive pain and radiographic loosening of the apt.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.